Event description:
Pt underwent a laparoscopic tubal ligation. During the procedure both a short and large trocar were used and thought not to have entered the peritoneum. The trocar was removed and the incision closed. A small mini laparotomy incision was made when anesthesia reported a decrease in the pt's blood pressure. Blood was noted upon entering the abdominal cavity. Exploration revealed the bleed source to be an injury to the common iliac vein. Repair was carried out. The pt tolerated the procedure well and was discharged five days later. Eval: discussion with the operator of the trocar could not rule out malfunction on the part of the device.